Event description:
The customer contact reported a disconnection. After an unspecified length of time in use, a disconnection occurred at an unspecified location. Reportedly, "a part that was supposed to be connected seemed not to be fastened together." The monitoring kit was" quickly" replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.